Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: (B)(4), serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing extreme left leg pain postoperative trial procedure. The physician confirmed that the patient's leg pain was not device and procedure related. The patient underwent a revision procedure wherein the leads were pulled early. No device malfunction was suspected.